Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, 10 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one sample for investigation. The returned sample underwent functional testing and was found to be within specification. Additionally, functional testing was performed on 19 retained samples, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.